Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that after the patient had been implanted and was discharged to go home she apparently went into the hospital lift and fell over as she was entering the lift. She tripped upon entering a lift. When she was helped up by someone she said she got an electric shock and the person who picked her up also felt an electric shock. She has not had her device switched on since and does not want to switch device on. She has attended clinic since her fall but is adamant she doesn¿t want her device activated and has never charged it. This device has not been used since it was implanted. There is nothing wrong with the device, has never been used, is fully implanted, and will not be explanted. The ins was implanted but out of use. It was noted that the patient had a great experience during her trial. The patient was alive with no injury. This information was initially reported in manufacturer report # 2182207-2021-00976 and subsequent new information received indicated that the event was a duplicate of this one. Further information received related to this event will be reported under manufacturer report # 3004209178-2019-08321.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had to have pins in their ankle due to a fall they experienced while entering a lift/elevator. The patient received a huge electric surge from their spinal cord stimulation (scs) and was flung around the lift while on their way leaving the hospital post-implant. There were also two people that the patient said experienced shocks from the patient's arms when they tried to hold the patient up. There seemed to be no reason as to why this happened. The patient was programmed in the clinic with high dose settings and did not feel stimulation. It was noted that the rep programmed the patient with a nurse specialist and they tried multiple positions and no stimulation was felt. The patient was happy with their system and happy when they walked out and left. The patient said that as soon as they got in the lift they were flung around and had a heating surge of shock, as did the other people when they touched the patient while in the lift. The patient had a broken ankle from the fall. They were taken to another hospital nearer to their home, and given surgery on their ankle which was subsequently pinned together. The patient was never contacted by the facility that implanted the patient's scs, and the facility was unaware that the patient had this incident, until it came to light at a clinic the patient attended the week of (B)(6) 2019. It was noted that the nurse specialist mentioned that the patient had fallen in the lift a few weeks after the incident, but they did not know that the patient said it was due to a shock they had. The rep tried to read the ins, but it was discharged as the patient had not used it since having the fall in 2018. The patient was going to charge their system, and the rep was to seen them in the clinic again at a time the patient would come back to the rep with. It was noted that the patient was alive. The issue occurred during normal use. Additional information was received from the rep. A date had not been scheduled for the appointment to check the ins as of (B)(6) 2019 because they were waiting for the physician to send a referral letter to another hospital that the patient lived closer to for them to issue an appointment. There was no further action/intervention planned to resolve the issue. It was noted that this information was confirmed with the physician/account.